Manufacturer narrative:
The lead will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that during the implant of the left ventricular (lv) lead the pace impedance and pacing thresholds were not captured in any sensing vector despite the lead being sufficiently placed. A new lead was thus used. This lead will be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant of the left ventricular (lv) lead the pace impedance and pacing thresholds were not captured in any sensing vector despite the lead being sufficiently placed. A new lead was thus used. This lead was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.